Event description:
On march 16, 2010, medwatch (B)(4) was received: "after initial inspection by the hospital staff and surgeon, the doctor inserted a fenestrated bipolar forceps instrument, item #420205 used in conjunction with robotic davinci device bearing serial number (B)(4). After some use, a wire was shown to be broken when the instrument was retrieved and a piece of plastic was missing from the end. The missing piece that parted from the forceps is approx. 2mm in diameter. The surgeon looked for this piece in the pt and was not able to find it. According to medical staff, the pt did not suffer any ill affects and did not have a prolonged stay. The pt was discharged as planned."

Manufacturer narrative:
The instrument has not been returned for evaluation, however, the site provided images of the instrument for engineering review. Engineering found the conductor wire to be broken at the yaw pulley exit causing the wire to detach at the grip. The yaw pulley is missing a piece on the same side as the conductor wire breakage. A follow-up MDR will be submitted if additional information is received and/ or if the instrument is physically returned for evaluation.